Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the power light was on but the start/stop button was unresponsive on the previously working remote monitor. The patient tried disconnecting and reconnecting the power cord to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.